Event description:
As reported, two days after a procedure using a 6/7f mynx control vascular closure device (vcd) the patient reported swelling at the puncture site. At that time, observation was continued, two days later the patient reported that there was some swelling and a bit of pain, so he visited the emergency department. Based on the attending physician's judgment, the patient was admitted immediately. The next day an ultrasound examination was conducted. No signs of hematoma or pseudoaneurysm were observed, however a firm mass approximately 3 cm was palpated. Pain was present slightly when the area was pressed. Blood tests showed normal inflammatory markers, so a surgical site infection was not suspected. The following day, oozing was observed from the puncture site, and catheter examination was performed. Contrast imaging showed no abnormalities. The patient is currently hospitalized under observation. The patient has no history of allergies (anaphylaxis). During the initial procedure an endovascular thrombectomy was performed for a severely calcified stenotic lesion in the right sfa. Non-cordis devices were used and a right common femoral artery crossover approach was made with a non-cordis sheath. After treatment, the sheath was exchanged to an unknown 7fr short sheath and hemostasis was achieved using the mynx vcd. Hemostasis was completed without any issues. The next day, no abnormalities were observed at the puncture site, and discharge proceeded as planned. The deployer had used the mynx device five times after completing training. A7f10cm non-cordis sheath was used. Vessel suitability was verified on venography, including confirmation of an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no reported vessel tortuosity and no reported peripheral vascular disease or calcium at the puncture site. The patient had less activity than usual when swelling started and adhered to post-procedure discharge instructions. Purulent exudate from the puncture site was observed, and antibiotics were administered; no culture was performed. The patient did not take medication for pain. After antibiotic administration, the exudate decreased, the mass at the puncture site began to shrink, the exudate stopped, and the mass shrank significantly but did not fully resolve. The patient was discharged and will continue antibiotic therapy with outpatient follow-up scheduled. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.